Event description:
The following has been reported: "during maintenance error 51 occured. In the event logs it can be seen that the error 51 (speaker error) occured. No patient was involved." Reporting due to the referenced issue; no serious injuries were reported. Replacement of spare part (speaker) solved the issue. Device history record was reviewed, no event linked to the reported issue could be found. Device history logs was not provided, therefore no review could be performed. The subject device (model agilia sp mc, serial number 25179284) was not returned to our laboratory for analysis. However, the suspected defective flexible ic binder was returned as a spare part to be investigated. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using an agilia sp test bench. Maintenance test 9 and audio test were launched. No errors or alarms were triggered during this period. As well, alarms could be created in normal mode without any errors triggered. Therefore, the reported issue could not be reproduced. The root cause of the reported event could only be investigated with the whole device. However, reported error 51 was confirmed using provided picture. Based on available information, the root cause of the reported issue remained unknown (not the flexible ic binder). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.